Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The blood glucose was unknown. The customer¿s blood glucose was over than sensor glucose. The sensor will not be returned for analysis.